Event description:
On (B)(6) 2014, the patient was implanted with four gore excluder aaa endoprostheses to treat an emergent abdominal aortic aneurysm.on (B)(6) 2014, the patient presented to the hospital with increased left leg pain. It was reported the left device limb might be thrombosed, and the proximal graft may have migrated distally (amount unknown). It was reported the patient was placed on thrombolytic medications. Aneurysm enlargement and/or endoleak were reportedly not seen.on (B)(6) 2014, an intervention was performed whereby two devices were implanted for proximal extension and reinforcement. Final angiography displayed good flow with no endoleak.

Manufacturer narrative:
Concomitant medical products: patient medications: albuterol, amlodipine, atorvastatin, lovenox, metoprolol, senna, advair, atrovent. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4) ¿ the root cause of the event could not be determined with the provided information. Additional devices implanted and involved in the event: plc231000/11508202, pxl161407/11818771, and pxa260300/10425513.

Event description:
On an unknown date, follow-up images reportedly showed slight invagination of the proximal end of the trunk and thrombosis of the distal waist of the trunk. It was reported the slight invagination and thrombosis both occurred as a result of device oversizing. No endoleak or aneurysm enlargement were reported as a result of the invagination. Images also showed that the trunk had migrated distally (amount unknown) as a result of an angulated proximal neck (amount unknown).

Manufacturer narrative:
Corrected: device implanted and involved in this event - (B)(4).